Event description:
It was reported that the tcm did not heat during cardiopulmonary bypass surgery. No patient injury was reported.

Manufacturer narrative:
The field service representative noted that in re-warm mode, the water was running over the cold plate. This is an indication the water is not flowing correctly. The valve was replaced and the issue was corrected. This report is being submitted to the FDA as a result of a retrospective review of product complaints.